Manufacturer narrative:
If additional information becomes available a follow up report will be submitted.

Event description:
It was reported an issue with optilene suture. The client reported that thread split during suturing. Additional information: the stitched anastomosis had to be taken out and sewn again. Tissue wear and tear and extra time spent. The surgeon reported that the same thing had happened during the same procedure the day before. No patient data as this was neither dangerous nor life-threatening.

Manufacturer narrative:
Summary of investigation: there are no previous complaints of this code batch of which we manufactured and distributed in the market (B)(4) units. There are no units in stock in b. Braun surgical's warehouse. We have received 25 closed samples and an open sample with the thread not wound on the pack and with blood, in a pot. We have tested the needle attachment strength of the closed samples received and the results fulfil the requirements of the european pharmacopoeia: 1.60 kgf in average and 1.38 kgf in minimum (ep requirements: 0.69 kgf in average and 0.35 kgf in minimum). We have tested the knot pull tensile strength of the closed samples received and the results fulfil the requirements of the european pharmacopoeia: 1.82 kgf in average and 1.49 kgf in minimum (ep requirements: 0.92 kgf in average and 0.31 kgf in minimum). We have not found splitting on thread surface on the closed samples received before and after performing tests. Sewing test on artificial skin tissue has been conducted with the closed samples received and fraying does not appear when pulling the thread through the tissue. Visual appearance is the usual one. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfilled usp/european pharmacopoeia and b. Braun surgical requirements. As stated in the instruction for use of the product: 'when working with optilene® suture material, great care should be taken to avoid any crushing or crimping damage of the monofilament by instruments such as forceps or needle holders'. Conclusion root cause analysis: it has not been possible to determine the root cause because the closed samples received comply usp/ep and b. Braun surgical requirements. Final conclusion: although the results of the closed samples received fulfil european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. The case is considered not confirmed by evidence of the closed samples received. Corrective measures: actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.